Manufacturer narrative:
Sr-(B)(4)

Event description:
The complaint device was returned for evaluation. An exterior visual inspection was performed and passed. A voltage test was performed and failed. Share log data was downloaded and retrieved, and no findings related to the complaint were observed. The complaint confirmation could not be confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the receiver displayed an error message for low transmitter battery. No additional patient or event information is available. Data was provided for investigation. Data investigation could not confirm a low transmitter battery but did confirm a loss of connection. The root cause could not be determined. The reported issue of low transmitter battery is reportable based on the finding of a loss of connection.